Manufacturer narrative:
Concomitant medical products: product ID: 6940-52 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected for premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.